Manufacturer narrative:
Reference reports: 1221359-2021-01306, 1221359-2021-01307, 1221359-2021-01308, 1221359-2021-01309, 1221359-2021-01310, 1221359-2021-01311, 1221359-2021-01312, 1221359-2021-01313, 1221359-2021-01315, 1221359-2021-01316, 1221359-2021-01317, 1221359-2021-01318, 1221359-2021-01319, 1221359-2021-01320, 1221359-2021-01321, 1221359-2021-01322, 1221359-2021-01325, 1221359-2021-01326. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. However, at the time of the report, lot # relationships to the events was not known. This report addresses event nine of nineteen. Additionally, the 3 lot #s are being reported under individual MFR. Reference #s. The customer reported one (1) false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested copan, floqs swab (dry swabs)swabs. Repeat testing was not performed. Confirmation testing was performed with argene pcr and generated negative results; CT values not provided. No additional patient information, including treatment and outcome, was provided

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013683 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1013683, test base part number 190-430 / lot 1013683. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013683 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. Reference MFR:report: 1221359-2021-01306, 1221359-2021-01307, 1221359-2021-01308, 1221359-2021-01309, 1221359-2021-01310, 1221359-2021-01311, 1221359-2021-01312, 1221359-2021-01313, 1221359-2021-01315, 1221359-2021-01316, 1221359-2021-01317, 1221359-2021-01318, 1221359-2021-01319, 1221359-2021-01320, 1221359-2021-01321, 1221359-2021-01322, 1221359-2021-01325, 1221359-2021-01326.

Event description:
This MFR. Report addresses event date nine (9) of nineteen (19).